Event description:
Complainant alleged that while attempting to monitor a patient, (age & gender unk) the device powered up without display. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.